Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: date: 2008, inratio: 1.0, lab: 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.3, lab: 1.65, mean: 1.2-2.3, confident limits: 1.0. The inratio and lab reading are within the confident limits as per our internal procedure rev. 2. Product will not be investigated.